Event description:
Patient was admitted for removal of tissue expander. When removed found hole in lower portion of tissue expander implant about .5" - 1" from seal area that leaked under pressure. The area was circled with marking pen.